Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastrectomy a red warning light was observed and the system stopped working. The system was removed from the patient and while cleaning the dissector jaws, a piece of the active waveguide disengaged. Nothing fell into the patient cavity and there was no patient injury.